Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.4, 1.9, 2.0, lab: 3.2. Time between testing was within 1 hour. Therapeutic range 2.5-3.5.

Manufacturer narrative:
Investigation pending.